Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: there was no problem with the staple formation. The spring fell off outside the patient. The target tissue that was not cut completely was cut a scissor. The patient¿s condition is stable.

Event description:
It was reported that during a respiratory surgery, it felt something wrong from the 1st firing, and then the spring came out from the device at the 3rd firing. A scissor was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2021. D4: batch # u5eu05. H6: component code =g04, g07. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst60d reload unfired loaded on the device. In addition firing trigger spring was received inside of a plastic bag. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the spring firing trigger became out of position. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.